Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient' had high blood glucose level which was treated by bolused via pump. Moreover, the infusion set was used for 24 hours. However, on (B)(6) 2024, the patient first went to emergency room and subsequesntly hospitalised. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. No further information available.